Manufacturer narrative:
The pushwire has been analyzed. The evaluation could not determine the cause of the event; however, the damage to the capture coil may have contributed to the reported issue.(B)(4).

Event description:
Treatment of a left supraclinoid internal carotid artery (ica) aneurysm. During the procedure, it was reported that the pipeline would not release from the capture coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).